Event description:
It was reported to philips that the rubber buttons and overlay surrounding the display are defective. This is interpreted as the buttons and bezel are damaged. There was no reported patient involvement.